Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-dec-2017 with the following findings: during investigation, a review of the black box showed multiple unexpected power reset events. The battery compartment was found to be cracked. The returned battery cap¿s threads were stripped, and the cap was unable to fit to maintain electrical connection. The cap¿s contacts measurements were found to be within specification. A test cap was used during the remainder of the investigation. The reported ¿intermittent power¿ complaint was duplicated due to the damage. Unrelated to the original allegation, evidence of moisture corrosion was observed in the battery compartment and on the battery cap. A leak test failed due to a battery compartment leak. The pump¿s ¿ez-prime¿ steps were performed correctly, with no further power interruptions occurring. The pump¿s cover was removed, and no further moisture corrosion was found to the power printed circuit board or to the cgm module.